Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an issue with the low alarm and the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available.